Event description:
Since having the essure implanted in (B)(6) 2011 I have had several problems including weight gain, fatigue, depression, itching, severe stomach pain, swelling, hair loss, gastrointestinal problems. I have asked the doctor to remove it and she will not so I am waiting for a second opinion meanwhile I am suffering everyday. I wish I knew this before getting it done because I would not have done it. Rx meds: essure, protonix, effexor. Otc meds: multi vitamin.